Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving morphine via an implantable pump for spinal pain. The patient reported they were not getting good therapy results from their pump. The patient stated they were in "such pain" and was wondering if the pump was implanted correctly. The patient later stated that they thought the pump was implanted correctly, but was "frustrated". The patient inquired if they should have the pump removed and how many times they can have the pump "adjusted". The patient inquired about the difference between "1 mg or mcg" versus her oral medication that was working for the patient. The patient reported they had requested dose/concentration information, but were denied. The patient's pump had been adjusted three times and were told the pump could not be adjusted any more. The patient then reported that they though the pump was "too big" and has "felt that way" since the date of implant. The patient stated they were only 5'1" and when they do yoga (twisting) and the pump "gets caught". The patient was redirected to their hcp to discuss the therapy/symptoms and the patient indicated they were scheduled for an appointment tomorrow ((B)(6) 2019). No further information was provided. Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) who reported that the cause for the patient¿s lack of effective therapy had not been determined. The hcp suspected the patient was ¿feigning lack of pain relief in order to acquire pills¿. They were planning for a dye study in the next week to verify patency and proper positioning of the catheter. No further complications have been reported as a result of this event. Additional information was received on (B)(6) 2020 from the consumer who reported that they have never had pain relief since the pump has been implanted. The patient thinks that there is something wrong with the pump and "it has never worked right". The patient stated that she was implanted and should have some relief after 8 months of being implanted. The physician had increased the increased medication 4 times and it was not helping. The patient was redirected to their healthcare provider. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2020. It was reported that the cause of the pump not working was not determined as a dye study was planned, but the patient did not follow-up. The status of the device was unknown as the patient did not follow-up.